Event description:
It was reported that high impedance was detected in the cervical stimulation system, which included the implantable neurostimulator 97715 intellis adaptive stim pain. An impedance check was performed as part of troubleshooting and found that electrodes 8 and 9 had high impedance. No symptoms, complications, or adverse outcomes were identified, and the patient continued to experience relief with no issues related to programming. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date ; explant date product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.